Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 26 mm amplatzer septal occluder was selected for implant. The device was successfully deployed and inserted but after release the device moved. The device was successfully retrieved without any harm to the patient. The physician referred the patient to surgical repair. The patient was reported to be stable. Additional information has been requested but yet received.

Manufacturer narrative:
An event of migration after release of the device was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.